Event description:
Sales representative (sr) (B)(4) reported that a pleurx pleural catheter was placed on (B)(6) 2013, without incident or issues with the catheter. The patient was drained successfully right after placement with the drainage line provided in the kit without any issues. This is the first catheter the male patient has had placed. On (B)(6) 2013, a nurse went to access the catheter with a 50-7510 bottle (the lot number is likely 0000563239 as this is the lot # of the bottles in the patient's room). The nurse has accessed other patient catheters before but not many times, so is considered a novice user by the s.r. The nurse did not hear the catheter and access dilator ¿click¿ like she¿s used to hearing so she started to try to adjust the access dilator by moving it back and forth within the catheter. The patient¿s son described to the s.r. That the nurse did this vigorously. The son also indicated that the nurse verbalized to him that she broke something off inside the catheter. The nurse then took an instrument (type unknown) to try and remove the access dilator tip, without success. Then, on (B)(6) 2013, the interventional radiology (ir) technician who reported the event to the s.r., went to go drain the patient with a 50-7500b bottle and a 50-7245 drainage line and was able to drain the catheter. There was no malfunction or defect noted of the catheter itself. The ir tech did not notice any leakage or air and the catheter appeared to be functioning fine but the patient¿s son was concerned about the fact that he was told by the nurse that something had been broken inside the catheter. The s.r. Offered to look at the catheter and from visual inspection, the s.r. Determined that the access tip was potentially broken off inside the valve and had advanced into the catheter by the access performed by the ir tech with either the 50-7500b or the 50-7245. The s.r. Recommended that the catheter be replaced, which will be done on (B)(6) 2013. There was no patient injury or medical intervention, only that the catheter will have to be replaced. The patient is doing fine. On (B)(6) 2013, s.r. Indicated that upon replacement, the catheter involved was actually discarded so is not available for evaluation. The s.r. Also indicated that in speaking to the nurse that broke the access dilator, she indicated that when she went to go insert the pleurx bottle access dilator to access the catheter, she went about half way in and noticed a lot of resistance within the valve, so she jiggled the access dilator and then it broke off. The nurse believes the access dilator broke off closer to the distal tip of the dilator. When it broke off, a little bit of the access dilator stuck out and that¿s why the nurse tried to remove the access dilator with an instrument.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed as a sample was not received for evaluation. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Manufacturing and inspection personnel are required to visually verify the condition of the access dilator component prior to releasing it to the next manufacturing stage. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. The most probable root cause could not be determined, as a sample was not received for evaluation and as no issues were noted during review of the applicable manufacturing and packaging processes that could relate personnel or manufacturing method to the reported condition. Although the most probable root cause could not be determined, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.